Event description:
Two years post uae, continuing back, pelvic, and left leg pain. Chronic itching in both legs. Pt concerned that clumping of embolic material is the cause of itching. Also concerned about other health risks and long term effects.